Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose, dka and was hospitalized. Customer's blood glucose reading at the time of hospitalization was 510 mg/dl. Caller stated that the customer had a stomach pain and was throwing up prior to hospitalization. Nothing further was reported.